Event description:
An endovive standard peg kit pull method was used during a peg tube placement procedure in a female patient in 2008. According to the complainant, "the pull wire broke." The physician used a hemostat (manufacturer unknown) to pull the remainder of the wire to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device was discarded. A device analysis cannot be performed, therefore, the cause of the reported is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A review of the complaint database revealed that one additional complaint has been reported for this lot (from the same customer, for the same failure, in a different patient).